Manufacturer narrative:
Additional information: the reported event that the tracker interface has become loose was confirmed by the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during set-up prior to a surgical procedure, the led portion of the device had loosened from the interface and the interface was loose, which could result in an inaccuracy. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during set-up prior to a surgical procedure, the led portion of the device had loosened from the interface and the interface was loose, which could result in an inaccuracy. No patient involvement or procedural delays were associated with this event.